Event description:
It was reported that during placement of the right atrial (ra) lead helix would not extend once inside the body. Outside the body the lead had required an excessive amount of turns to get the helix to extend. A new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. Helix was able to be extended/retracted, see photos and turns within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.